Event description:
It was reported that during use on a patient the ventilator alarmed - indicated a power supply issue and shut down by itself. The ventilator was replaced immediately. No injury or impairment of patient's state of health reported.

Manufacturer narrative:
The hospital did not involve the local draeger sales & service organization into examination or repair of the device. Draeger was notified about the event via the governmental user facility report program - upon request no further information about the event and follow-up actions could be obtained. Due to the very little information the manufacturer is not able whether to confirm a potential device malfunction nor a clear cause of the reported "uninteded shut down." The affected device was manufactured in june 2017 - it´s state of maintenance is unknown. In case of mains power loss the device automatically switches over to it´s back-up battery system - this battery is subject to wear and tear and must be checked and maintained according the instructions for use. Due to missing information or device logs it can not be confirmed or further investigated if a mains power, a power supply and/or a battery issue occured. Finally - no conclusion can be drawn. H3 other text : device not available for investigation.